Event description:
A distributor in finland reported that a user received an alarm from a pump, specifically alarm 31, which was verified in the pump history. There were no notable events leading up to the alarm, and the issue occurred during the loading process despite following on-screen instructions. The alarm recurred even after loading a second cartridge correctly, prompting a decision to replace the pump. There was no reported impact on the customer¿s blood glucose level at the time of the event. The customer was informed about the pump replacement process, including necessary steps to return the problematic pump within ten days. However, the customer did not disclose the backup insulin therapy planned to ensure continuity in insulin delivery.